Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels ranging from a value displayed as ¿low¿; however, a specific value was not provided to over 600 mg/dl, with high ketones, frequent urination and nausea. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high and low bg values. Customer required assistance giving a manual injection and consumed carbohydrates to address fluctuating bg levels. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, and the high bg was due to the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.